Event description:
During the surgical placement of the cvc, the surgeon found it faulty after opening the package, there was an external catheter hole.

Manufacturer narrative:
A lot history review reveal no mfg issues and no other complaints for this lot. The complaint of a catheter leak is confirmed. It should be recorded as user-related. The damage found on the complaint sample is consistent with a burst secondary to over-pressurization. Over-pressurization can result when syringes smaller than 10cc are used, fast manual injections are performed or the lumen is occluded during infusion. The complaint file indicates the damage was noted prior to placement; it does not provide info regarding flushing solutions, customer flushing protocol or syringe size employed by the user. Densities found within the catheter during this eval may have contributed to restriction of the lumen. The product instructions for use cautions the user to prevent damage to the product and/or the pt's casculature by maintaining infusion pressures below 25 psi.